Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: gouges observed on flex tip. No other abnormalities observed. The returned device was tested for its valve alignment function (both gross and fine adjustment) after decontamination. Engineering was able to perform gross alignment by pulling the balloon shaft to the warning marker and locking the system. Fine adjustment performed with slight resistance due to altered balloon profile. Locknut and collet force measurements were taken from the returned device. All measurements taken met specification. Imagery was provided and the following was observed: valve was not positioned between alignment markers prior to deployment. During balloon inflation, only the inflow portion of the valve partially expanded, while the outflow portion remained unexpanded. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions and conditions for the successful use of the device. Regarding the valve alignment difficulties, through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non straight section of anatomy, residual fluid left in the balloon after de airing, and or excessive device manipulation. The reported valve alignment difficulties were confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (patient anatomy) and procedural factors (excessive device manipulation) likely contributed to the event as it was reported that due to the depth of the axillary cavity (this is an obese patient), the delivery system kinked. Additionally, gouges were observed on the flex tip during device evaluation. If valve alignment was performed in a tortuous vasculature (non straight section), this could have caused the valve to become unseated (non coaxial placement of valve in relation to the flex tip) and dive into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher than normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Tension in the system can also be introduced through excessive manipulation during tracking or alignment such as torqueing the handle or excessive force during alignment. Torsional force during or prior to valve alignment can cause stretching to the flex or balloon shaft resulting in tension build up in the system. The reported valve not between alignment markers and deployed was confirmed based on the evaluation of the provided imagery. Review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU or training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, during the valve alignment, a lot of resistance was found during the gross alignment and then also significant resistance during the fine alignment. Due to this, the valve was only able to move until the final position. After this alignment, the valve did not move from that position. During the valve deployment, it was difficulties inflating the balloon and a lot of resistance during this inflation was also encountered (as per procedural imagery provided, the valve was not between markers before the deployment) and the valve did not expand properly. Fluoro imagery shows that the thv was not fully aligned between the valve alignment markers. Therefore, the valve was initially deployed asymmetrically, with expansion occurring only on the distal side, and the valve being pushed aortic during deployment. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Phone number (B)(6). Imaging was received for review. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 29mm sapien 3 valve in aortic position by transaxillary approach. During the valve alignment, a lot of resistance was found. After alignment, the valve did not move from that position. During the valve deployment, there was difficulty inflating the balloon and a lot of resistance was also encountered, and the valve did not expand properly. The valve was ultimately released in the subclavian artery. A second valve was prepared and correctly implanted. The patient was noted to be fine. As per medical opinion, the root cause of the event might have been the depth of the axillary cavity (obese patient) and the commander delivery system may have kinked. That would explain the heavy resistance found during the alignment and the deployment.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: b5, g3, g6, h2 have been updated.

Event description:
Additional information. As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 29mm sapien 3 valve in aortic position by transaxillary approach. During the valve alignment, a lot of resistance was found during the gross alignment and then also significant resistance during the fine alignment. After alignment, the valve did not move from that position. During the valve deployment, there was difficulty inflating the balloon and a lot of resistance was also encountered, and the valve did not expand properly. The valve was ultimately released in the subclavian artery. A second valve was prepared and correctly implanted. The patient was noted to be fine. As per medical opinion, the root cause of the event might have been the depth of the axillary cavity (obese patient) and the commander delivery system may have kinked. That would explain the heavy resistance found during the alignment and the deployment.